Manufacturer narrative:
Section b3: event date is estimated. Section b5: during processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received. Section d6b: date of explant is unknown. A patient¿s ipg was explanted and replaced for unknown reason was reported to abbott. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient's ipg had been explanted and replaced with a competitor device for an unknown reason on an unknown date.